Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer stated that the insulin pump does not work and had a blank display. Customer does not have a new battery to complete the blank display troubleshooting. Customer also reported a low blood glucose of 57 mg/dl and treated with glucagon. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit received with cracked / detached end cap. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to cracked/detached end cap. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.